Manufacturer narrative:
The patient presented to the clinic and the out of range shock impedance measurement could not be recreated through isometrics and pocket manipulations. No further intervention plans to be performed at this time due to the patient's unrelated medical condition. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead exhibited a low shock lead impedance measurement. A boston scientific technical services consultant recommended performing a high energy shock for troubleshooting. Additional information from the local area sales representative indicated the patient was having an open chest surgical procedure the day that the low shock lead impedance was detected. The patient planned to be brought into the clinic at a date in the near future for further troubleshooting. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available the event will be updated.